Manufacturer narrative:
Additional information was received that the patient's revision was cancelled since battery was charging properly. No further course of action will be taken at this time.

Event description:
A report was received that the patient had to charge ipg frequently. Database analysis shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to charge ipg frequently. Database analysis shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.